Manufacturer narrative:
No consequences to pt. Screw sticks in shaft bit. Screw is functional.

Event description:
Information received on 11/06/07 indicates that a straight-in scp shaft device "malfunction - anchor/screw did not release from shaft pulled out of sacral periosteum." Information suggests no apparent consequences to pt.